Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in to healthsight viewer. A technical support specialist added two users, assigned the required user roles, and confirmed that the issue was resolved. A tss attached knowledge article "users are suddenly unable to log on hsv and are given an unauthorized access message". The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, unable to log in health sight viewer. User reported after upgrading unable to login. There were no adverse events or injuries reported based on this event.